Event description:
During verification testing, breakage of the distal tip of the option-lok maler adapter was noted.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.